Manufacturer narrative:
Isi received a da vinci product involved with this complaint to perform a failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem of instrument recognition which was confirmed during field service was replicated. A visual inspection was done and a stuck presence pin was identified. The unit was tested on an in-house system with triggered error 1164. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 had instrument recognition issues. The usm was re-draped, and the da vinci system was power cycled with no success. The customer also clutched the usm and moved the setup joint (suj) with no success. The led indicator stayed orange. The intuitive surgical, inc. (Isi) tse identified the errors 100 and 31009 in the system logs. The customer would proceed with a three-usm setup. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the universal surgical manipulator (usm) had a stuck recognition pin and replaced the usm to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.